Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the angle attachment device had become unusually warm. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay in a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown but was reported to have occurred during 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition of that the attachment device had become unusually warm was confirmed. An assessment was performed and it was observed that the locking component was damaged, the bearings were damaged, and the cover of the device was damaged. It was noted that the bearing and sleeve were damaged, and the lock was blocked. It was further determined that the device failed pretest for thimble lock operation, lock operation, and cutter insertion. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.